Event description:
Used these and had an allergic reaction to the sticky, gave me blisters, I am allergic to latex but they said they are latex free. They're clearly lying and makes me really angry. They say the product meets medical claims, so I think the FDA should regulate it.